Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 11/28/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the battery was not returned with the pump for evaluation. The pump was exercised for 24 hours without overheating or alarming. The pump electrical current draws were tested and found to be within specifications. The pump was opened to inspect internal components and connections and no defects were found.

Event description:
The patient reported that the pump was warmer than usual on (B)(6) 2011; the morning of (B)(6) 2011, the pump was very hot. The patient confirmed that there were no injuries due to this issue. The patient reported that the battery was the one included when she received the pump. The patient confirmed that there was no corrosion in the battery compartment and the pump was not exposed to water.